Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging history/settings (history/settings issue); because boluses are not showing up in the diasend data download, they feel that the pump is not bolusing insulin. The reporter stated they were unable to perform troubleshooting of the pump with animas customer support because of a separate, unrelated pump issue. There was no allegation that this issue caused or contributed to an adverse event. The reporter refused to return the pump for investigation. This complaint is being reported because the alleged issue has the potential to cause or contribute to a blood glucose excursion.